Event description:
It was reported that noise leading to oversensing and loss of capture were observed on the atrial and right ventricular (rv) leads. A lead integrity issue was suspected. Further information regarding additional event details, event resolution, and patient status have been requested but have no yet been provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and loss of capture were observed on the atrial and right ventricular (rv) leads. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer reference number: (B)(4).

Event description:
It was reported that noise leading to oversensing and loss of capture were observed on the atrial and right ventricular (rv) leads. A lead integrity issue was suspected. The patient was stable and will continue to be monitored. There were no adverse consequences.